Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports, once the trellis was positioned inside the iliac vein, the distal balloon was not visible when attempting to inflate it. After removing the trellis, the dr noticed the balloon was ruptured. A second device was opened and used successfully.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.